Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had scale gradation mistakes found on it before use. The following information was provided by the initial reporter: "ink printing mistake on syringe. 2 syringes affected. Graduations effected."

Manufacturer narrative:
H.6. Investigation: two photos were provided to our quality team for investigation. Through visual inspection, ink stains were observed on the syringe scale. A device history review was performed for reported lot 1909210, finding one annotation that could be related to scale marking issue that was reported. During the marking process, damage was detected on the silk plate that transfers the ink to the barrel. Once the incident was detected, the mechanical team repaired the failure and 133 defective units were scrapped. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, it was determined this incident is related to the malfunction that occurred during manufacturing and the affected product not being properly discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had scale gradation mistakes found on it before use. The following information was provided by the initial reporter: "ink printing mistake on syringe. 2 syringes affected. Graduations effected."